Event description:
It was reported that the ilet lost connection to the dexcom g7 continuous glucose monitor while the patient was disconnected from the pump and the ilet was in a different room, and the agent advised that loss of signal can occur when devices are out of range. Symptoms included no reported cgm alerts or alarms. Outcomes included no clinical impact and no medical intervention. Investigation included customer care troubleshooting and education regarding device proximity and bluetooth range. Investigation of this case revealed a probable communication range issue between the ilet and the dexcom g7 with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user and environment-related factors affecting wireless connectivity.